Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed, and no patient complications were reported. The patient condition was stable post-procedure.